Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023. The patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The son noticed the patient's abnormal breathing and called 911. The cgm was reading 85 mg/dl and the blood glucose reading was 39 mg/dl. The patient was treated with d50 dextrose and recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.